Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels read ¿low¿ (<1.1 mmol/l) (<20 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient ingested a sweet that may have been swallowed wrong. A glucose gel and pen was used to regain consciousness. An ambulance was called and the patient was taken to the hospital where she was treated with glucose and a saline drip.